Event description:
Pt experienced full skin burn post treatment. The pt was a part of clinical study. This case was reported to the local ethic committee. The burn occurred in a previous laparoscopic scar area that was noted by the treating team only during the recovery phase of the treatment. The pt did not complain of pain. Follow up mr was performed, and the pt was referred to plastic surgeons.

Manufacturer narrative:
In device labeling, it is clearly stated that in treatment planning, the operator should avoid scars. Possible tissue ablation caused by scars are anticipated adverse events. In this case, the scar was detected only after treatment, thus, there was no conscious violation of device labeling.